Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: local reaction, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent primary breast augmentation with two unspecified mentor gel implants, suffered swelling of left breast and underarm, shoulder pain, shoulder issues, general fatigue, no energy, and have not felt right since they got the implants and progressively have gotten worse in the last two years. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient was scheduled for implant explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis.